Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump alarmed button error. Battery was removed and reinserted after waiting 10 minutes, alarm reoccurred. Reinserted the battery after waiting a day and alarm reoccurred. Customer's blood glucose was unknown. No further information reported.